Manufacturer narrative:
Additional information was received stating that no further information could be obtained.

Event description:
A report was received that the patient passed away three days after an implant procedure. Following the procedure, the patient came out of the anesthesia rough and never recovered. The physician does not know if the death was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4318, lot # 19258950, description: clik x anchor. Model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm. The device remains implanted in the patient and will not be returned. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away three days after an implant procedure. Following the procedure, the patient came out of the anesthesia rough and never recovered. The physician does not know if the death was device related.